Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during the removal of the cryo balloon and mapping catheters from the body, it was noted that the physician felt some resistance when pulling the system out of the body. Upon removing both the balloon and mapping catheter, the mapping catheter electrodes appeared "disfigured." It was possible to recover 7 of the 8 electrodes either still on the catheter or within the catheter after removal from the body. It is unknown whether or not the missing electrode was lost. Fluoroscopy was performed, but no foreign objects were observed. The case was completed with cryo. No patient complications have been reported as a result of this event.